Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event occurred due to not receiving the replacement of an adc freestyle libre sensor. The customer initially reported receiving low readings from the sensor and ordered a replacement. The replacement sensor was not received and therefore, the customer was unable to monitor her glucose levels. The customer self-presented to the emergency room where she obtained a glucose reading of 191 mg/dl on an hcp device, and was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.